Event description:
The customer reported obtaining suspect parathyroid hormone (pth) results generated on a unicel dxi 800 access immunoassay system. There was no report of patient injury or change in patient treatment in connection with this incident. A field service engineer (fse) evaluated the instrument at the facility and replaced the peri-pump tubing on the aspirate pump to address the issue. Results of system check and pth control were within specifications after the repair service. On (B)(6) 2014, the customer repeated testing and identified thirty eight (38) erroneous results across multiple assays that were released out of the laboratory on (B)(4) 2014. Details of the results generated could not be determined from the data file supplied.

Manufacturer narrative:
The customer did not provide patient information for age, gender, and weight. (B)(6). A field service engineer (fse) evaluated the instrument at the facility and replaced the peri-pump tubing on the aspirate pump to address the issue. Results of system check and pth control were within specifications after the repair service.